Event description:
It was reported that during a lap splenectomy procedure, the device would not obtain hemostasis. They used ligature and cautery to complete the hemostasis.

Manufacturer narrative:
Date sent: 12/08/2008. Information anticipated, but unavailable at this time.